Event description:
It was reported by the customer that he believed the insulin pump was not functioning properly due to low blood glucose level of 42 mg/dl. Customer states their blood glucose levels are usually low, up to three times a week, and customer treated with food. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check alarm history and stated no alarms. Customer declined further troubleshooting. Advised customer to monitor device and call if issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.